Event description:
It was reported that, during the implant procedure of the right ventricular lead, undersensing, noise, oversensing and pacing inhibition were observed. This connector tool was changed, and this resolved the issue. The procedure was completed, and the lead remains in service. This connector tool is expected to be returned for analysis. No adverse patient effects were reported.